Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed self test and shut itself off. The blood glucose reading at the time of the event was not known. The customer was advised to program a normal bolus into the air and the customer reported that the bolus amount was recorded in the bolus history. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm due to a faulty component on the remote frequency board. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.